Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and microscopic examination identified a balloon longitudinal tear beginning approximately 11mm distal of the distal markerband and extending approximately 41mm proximally across the balloon material. The balloon tear was then noted to extend circumferentially in a partial tear across the balloon material from the proximal end of the longitudinal tear. An examination of the balloon material and markerbands identified no issues. A visual and tactile examination identified no issues with the tip of the device. No kinks or damage was noted to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.